Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products: tsvtb10, imp,tsv,3.7,10,mtx,mg lot 1299010.

Event description:
Doctor reported that implant's caps were open, so that implants were no long sterile for placement. New implants were placed to complete the procedure.